Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they couldn't get their therapy to work. Patient stated they were trying to adjust the intensity in group c, but it wouldn't go up. Patient said they would decrease the intensity, but when they tried to increase, they would see a message that said therapy increase not available. Agent reviewed meaning of the message with the patient. Patient stated they normally have stimulation at 3.0 and they decreased it to 1.8, so it was 'not a parameter issue.' Agent redirected patient to healthcare provider. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 1-33368, 4-40000, 5-40000, 7-16303. There was a report of a return of pain, loss of stimulation, shock, intermittent stimulation, and recharging daily vs weekly. "Out of regulation oor" or "settings not available" message was received. Impedance check. Reprogrammed around high electrodes. Patient presented with complaints of not being able to increase stimulation. Impedances were checked. Electrode 5 was being used in programming. Patient also stated he would randomly feel shocking sensations and ins would drain much faster than usual. Rep programmed patient not using electrode 5 and he was still getting good coverage. Rep did an energy check and patient should get 8 days. Rep added two neurosense groups to prevent the shocking. Issue is resolved at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.